Event description:
It was reported that there was loss of capture (loc) of this right atrial (ra) lead. Technical services (ts) could not confirm by analysis of the presenting electrogram (egm), but recommended in-clinic assessment. No adverse patient effects were reported. Currently, this ra lead remains in service.